Event description:
Sales rep reported on 19dec2023 there was a revision of a wrist due to vlbpl-5-7 and a screw breaking, this was originally implanted on (B)(6) 2022. It was stated that there was not clarification that the patient had suffered a second fall, however, the surgeon believed that to be the case. Skeletal healing time for nonweight-bearing bones is six to eight weeks, of course this timeframe is dependent on patien age, physical, mental and neurologic conditions.